Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care professional regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an issue in november the last time they were in the hospital were the ins turned off, and they had problems voiding and was self-cathing for 12 weeks afterwards. Patient was able to get therapy turned back on again, which resolved the issue. It was noted that patient was currently in the hospital and needed an MRI of their brain due to a possible stroke. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said they had an issue one time for some reason the ins got shut off. They noted that a manufacture representative (rep) met with them and had a machine; they were able to put it back on and check the battery level. The patient provided an event date of (B)(6) 2018 (this information conflicts with what was previously reported). No further patient complications have been reported as a result of this event.